Event description:
A customer reported experiencing a battery depletion issue with their device. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and follow-up from the technical support team.